Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1818. The pt had two leads implanted with the same lot number. It was reported, the pt was unable to turn up her stimulation. An sjm representative met with the pt and lead diagnostics showed multiple contacts had invalid impedances. Reprogramming was able to capture stimulation. Follow up info identified the pt was again unable to turn stimulation up and multiple contacts were invalid. Additional info identified the pt experienced an increased recharge burden and extreme pain at her ipg site while charging. The pt's entire scs system was replaced with a new one and the pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.